Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "constant air-in-line alarms" was confirmed through initial inspection. Further evaluation found that the readings from the upstream sensor were below specification. Evidence of fluid intrusion on the sensor was also found it has been determined that the fluid intrusion caused a reduction fo the upstream sensor signal, consequently causing the false air-in-line alarms. The upstream sensor was replaced to correct this alarm.

Event description:
It was reported that a spectrum pump was having "constant air-in-line alarms." It was also reported that was no patient injury.